Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 303757 has malfunctioned twice, patient did not receive the volume of their infusion." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Manufacturer narrative:
The correction made is in section h11: the pump receival date is 02/15/2024, not 2023 as previously described in h11 in the first follow-up.

Manufacturer narrative:
The product was received on 2/15/2023 and the complaint was reopened on 3/20/2024 for pump evaluation. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for flow rate. The initial bottle weight was recorded at 63.899 g before the 100 ml infusion, and 163.667 g after the infusion, which has a total weight of 99.768 g and a deviation of -0.23%. The pump is in range and is performing to specification, falling in the +- 5% range. The pump ran at a rate of 4.2 ml per hour and a vtbi of 100 ml, keeping the current customer's parameter for the rate. During functional testing the pump was unable to replicate the reported issue, passing the test. Reported issue not found, device performing to specification.